Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a fall and not feeling well. The patient reported sustaining fractured bones and major facial bruising from the fall. It was also reported the fall had impact to the chest. It was further reported that the right atrial (ra) lead exhibited over-sensing during arm motion and pocket manipulation. It was further reported that the ra lead and right ventricular (rv) lead exhibited noise. It was also reported that the implantable pulse generator (ipg) exhibited inhibited pacing. The ra lead and rv lead were capped and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.